Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device was disposed of by the hospital.

Event description:
The screw did not lock to the plate. Other screw was used.